Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number: 22220 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #n-006 (the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the reported system notice #n-006 (the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection) was confirmed. The balloon catheter failed return inspection due to a double-balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative use, an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). The customer had replaced the auto connection box and both electrical and coaxial cables, but the error persisted. Technical services suggested replacing the catheter, which resolved the issue, and the console was confirmed to be functioning correctly, controlling pressure and flow within expected ranges. The case was completed with cryo. No patient complications have been reported as a result of this event.